Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This patient has two scs systems. This complaint is regarding the ipg implanted in the right buttock. It was reported (B)(6) the patient was no longer able to charge the ipg two weeks after last successfully charging. The ipg stopped communicating with external devices and the ipg was deemed inoperable. Troubleshooting was unsuccessful. To address the issue, the physician plans to explant and replace the ipg.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s ipg with a new model on (B)(6) 2019. Postoperatively, effective therapy was restored.